Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (324 mg/dl). Reportedly, the cartridge needed to be changed; however, the customer did not know how to change the cartridge. Tandem technical support educated the customer on how to change the cartridge. The customer reported a bolus would be delivered to address elevated bg levels.